Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the nozzle could not be identified and a definitive root cause of the issues could not be determined, as there was no device deformation observed that could contribute the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of user handling/insufficient cleaning/reprocessing. The event can be detected by following the instructions for use which state: chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment. Inspection of the entire endoscope ¿8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope¿. ¿inspection of objective lens surface cleaning function¿ when using the air/water button ¿(a) inspection of water supply¿ ¿1. Cover the air/water button hole with your finger¿. ¿2. Push the button while covering the hole. Ensure that water flows across the endoscopic image¿. Reprocessing survey info: - the device was cleaned, disinfected, and sterilized before being sent to olympus - no delay in the start of pre-cleaning - the air/water nozzle was flushed with water and air - no abnormalities in the accessories used for reprocessing - water was aspirated through the instrument channel - the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges - the customer flush the air/water nozzle / channel with the detergent solution. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: there was noise in the image due to corrosion of the scope connector; the bending angle was insufficient due to the elongation of the angle wire; the play of the angle knob was out of the normal state due to the elongation of the angle wire; the flexible tube of the insertion section was crushed; wrinkles were found in the insertion tube; the bending section adhesive part was missing; the adhesive part of the objective lens had come off; liquid leakage on the scope connector was recognized; dirt that was difficult to remove was found on the scope connector due to insufficient cleaning; discoloration of the operation part was recognized; the forceps plug cap had been scraped off; and scratches were found on multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that on (B)(6) 2023, the evis lucera elite gastrointestinal videoscope displayed a bad image. This event was not reportable. There were no reports of patient harm associated with this event. The device was returned for evaluation, and a patient adverse event (pae) reportable malfunction was identified. The aware date for the pae that was identified was may 25, 2023. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.